Event description:
An ipp device was implanted on 9/16/92. A revision surgery was performed on 7/14/94. The entire device was removed from the pt on 6/5/97 due to an aneurysm-leak in cylinder. An ambicor device was implanted.